Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the pump was exposed to extreme heat. There was no adverse impact to customer¿s blood glucose level. The pump began functioning as intended and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.